Event description:
Customer was not able to test with the meter due to the issue at hand. Customer went to their physician for a blood test. Customer received some medication due to the high result from the reading of the hcp's meter. Replaced customer's. According to the customer, the dr. Stated that the meter is not working, however, the dr did not mention what was wrong. The patient also stated that the dr tried to fix the ss meter (customer's meter). Information documented is per customer care rep's documentation.